Event description:
It is reported that in 1996 patient underwent right total hip replacement. Post operatively, patient did well until 2001 when x-rays revealed the stem had loosened with debonding at both bone/cement and cement/implant interfaces. As a result, 3 months later patient's hip was revised using a zimmer trilogy liner and a smith & nephew femoral head and echelon femoral stem.